Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device was functioning within specification. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the logs was determined to be insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During device evaluation, an issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2011 at 04:47, cycle 5, drain volume of 3750 milliliters (ml). On (B)(6) 2011, product surveillance provided the results of evaluation to the wife of the home patient. The wife stated the patient experienced no adverse symptoms and advised she monitors therapy closely. The wife stated the minimum drain percentage was set at 75%. The wife reported no issue with therapy.

Manufacturer narrative:
(B)(4).the device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.